Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the serial number was unknown. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the pump under infused. No patient injury was reported.